Event description:
Began using dream station CPAP in 2017; sinus infections and other sinus issues, difficulty breathing, liver disease diagnosis, chronic respiratory issues, irritated skin and eyes, headaches.